Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported the adhesive from the infusion sets were not sticking to the customer's skin. The caller advised this occurred with 4 infusion sets from the same box. They alleged the infusion sets from a particular box were defective. The lot number was not provided. No adverse event was reported. The infusion sets were discarded; therefore, no product could be requested to be returned for product evaluation.